Event description:
It was reported that the downstream occlusion (dso) seal was bubbled and ripped. There was no reported patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) and upstream occlusion (uso) seals were not torn and only delaminated. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the device tested normally. Preventative maintenance was performed, so the dso and uso seals were replaced.